Manufacturer narrative:
H3: the balloon catheter was returned for analysis. Analysis confirmed a device issue. A cut/tear was observed approximately 2cm distal to the proximal catheter bond.

Event description:
Additional information received from the distributor indicated the procedure was initially a fistulogram that required angioplasty. The balloon was reportedly prepped per IFU. The vessel calcification, degree of stenosis, and lesion length were not available. The issue occurred at the beginning of the procedure. The inflation pressure at the time of rupture was not recorded. The procedure was stated to have gone well with the use of another balloon. The patient was reportedly fine.

Manufacturer narrative:
H3: the device was returned and analysis was anticipated, but had not yet began. A supplemental MDR will be submitted following analysis completion.

Event description:
The balloon catheter was used for a radial artery angioplasty. The balloon ruptured before the angioplasty could be performed. The patient was discharged home. There was no patient harm. No further information was provided.